Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose after an infusion set change and dinner, with a highest reading of 280 mg/dl and high glucose persisting for approximately 2.5 hours; the report suggested missed meal announcement behavior. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included customer interview, device use history review, and troubleshooting and education. Investigation of this case revealed user technique or use-related factors consistent with missed meal announcement as the likely contributor to hyperglycemia. It was concluded that the device functioned as designed and that user-related factors were the most probable cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.